Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the battery had been in overdischarge and a physician recharge mode was done a couple of weeks prior. The patient was assisted with recharging their ins and had been keeping it charged. The device was working and the patient was getting stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they have no telemetry with recharging. They mentioned that it was taking too long to charge the implantable neurostimulator (ins). The patient added that they have pain at the ins site when charging for long periods of time. They changed the batteries in the programmer, but the issue remained unresolved. The patient stated that they last successfully charged the device in about (B)(6) 2018 or (B)(6) 2019. They mentioned that they stopped charging because they only use stimulation when needed and did not need the stimulation. The patient noted that they were not aware that the ins would continue to deplete even when stimulation was off. They stated that they normally would only use their stimulation part-time. The patient mentioned that their ins started taking 2 hours to charge, but it would only take 45 minutes before. They added that sitting still for 2 hours caused them pain and tenderness around the ins. It was mentioned that the patient always gets 8 coupling boxes. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.